Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began at an unknown time on (B)(6) 2018. The patient manages her diabetes with insulin (type and dose not reported; not self-adjusted) and the reporter denied that the patient made any adjustments to their usual diabetes management regimen in response to the alleged issue. The reporter stated that at an unknown time on (B)(6) 2018, the patient developed symptoms of ¿sweating, headache and felt like fainting¿. The reporter denied that the patient received treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the product was not being used for the first time and noted that there was no apparent misuse of the product. The reporter did not have the subject test strips available and was therefore unable to confirm if the correct test strips were being used or insert a new one into the meter to confirm if it turned on. The csr confirmed that the meter would not turn on when the power button was pressed. The reporter was unable and/or unwilling to confirm if the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.